Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). Additional information requested and received: were clips used in the vicinity? We used clips in this case, as in every case. No clips were near the kidney pedicle however. There was clear, straight on access to the artery. No clips were in the way. The staples that were visible, was the form noted? There were no staples visible. What were the indications for the nephrectomy? Need to get surgery report, as I cannot remember. This case was not for tumor. Is it routine for surgeon to take the renal vein before artery? Not, routine, but certainly not unheard of pending patient specifics and as this nephrectomy wasn't for tumor that is more common. Was the force to or fire higher or lower than expected? No, the handle clamped down normally and easily. While attempting to fire stapler about 1/4 of the way through it became very difficult to continue and apparent that something was wrong. An audible "crunch" was heard by myself and the instrument passer next to me. I completed the firing of the gun and had to pry the handle open. Is a video of procedure available? No the analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge reload present. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. Events could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a robotic assisted laparoscopic converted to open nephrectomy procedure, the pa fired across the renal vein for the first firing and the device fired fine. For the second firing, in unarticulated position with a white reload, and the pa closed the device on the renal artery. About half way through the firing stroke there was a crunch sound. The pa reports she finished the firing stroke and was able to pry the handle open and release the jaws using the anvil release button. When the device was removed, the renal artery started bleeding profusely. It appeared that the cut line was complete but the staple line was only present the proximal half of the cut line. The surgeon was able to grasp the artery with a robotic instrument, but was not able to get a clip on the artery. The case was converted to laparotomy and the bleeding was controlled using suture. The blood loss totaled 600 milliliters, but the patient did not require a blood transfusion. The procedure was completed as a laparotomy with unspecified devices of different product codes.